Event description:
Primed pump with propofol, inserted into pump, programmed pump and connected to patient. The pump kept alarming "occluded patient side". When tubing was disconnected from pump, there was a large bulge in the tubing in the section that goes through the pump housing. The tubing was changed and the patient was not harmed.